Manufacturer narrative:
Corrections based on new information.

Event description:
Left hip. Femoral head and acetabular liner exchanged with repair of abductor muscle avulsion. Explanted: 32mm femoral head +4mm neck length, 32mm xlpe liner. Implanted: 36mm +8mm neck length head, 36mm +20 deg pe liner.

Manufacturer narrative:
Corrections based on additional information received.

Event description:
It was reported a revision hip surgery was performed due to dislocation.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Our investigation included a review of complaint history on the listed parts revealed no prior complaints for this failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A clinical investigation noted that given the patient¿s repeated avulsed musculature, this physiological condition cannot be eliminated as a contributing factor, causing the recurrent dislocations and subsequent revisions. It is unknown to what extent the patient followed through with the plan for close outpatient follow-ups with orthopedics as requested. As indicated by the surgeon, there is a risk for the patient to experience continued hip instability and future recurrent dislocations associated with repeat surgeries. No further assessment is warranted at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.